Manufacturer narrative:
The part and lot numbers of the screws used to fixate the fossa are unknown at this time. The user facility is foreign; therefore a facility medwatch report will not be available. The device currently remains implanted, however it is indicated no product will be returned for evaluation as there is no product complaint or failure. Based on the information available the most likely cause of the event is the patient's condition. If additional information is obtained that adds value to the relevant content of this report a follow-up report will be sent.

Event description:
It was reported a patient has a stock fossa component only implanted, which will be removed to make way for a custom tmj implant. There is no complaint or failure of the fossa. The previous surgeon only placed a fossa and no mandibular component, unable to ascertain why. The revision surgery is scheduled for (B)(6) 2017.